Event description:
Caller reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by walking the caller through a pump reset, after which the cgm error did not reoccur. The caller was able to successfully start their sensor session.